Event description:
Pt had low r-waves and impedances noted on device check. Was sent for fluoroscopy and a non-invasive programmed stimulation study of device and found to have externalization of right ventricular defibrillation lead.